Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 customer reported that the lh750 slidemaker experienced "fluid detector 6" errors and she heard air leaking. Customer stated that she noticed about 1 cup of pale bloody fluid on the counter under the instrument. No injuries were reported and no erroneous patient results were generated. Customer cancelled the service call and stated that the night technician replaced the tubing and the instrument was operating properly. Customer did not provide details of the location and type of tubing that was replaced.